Event description:
After a cs33 stapler had been fired via an idrivec in a sigma resection procedure, repeated presses of the open button of the idrivec failed to effect the opening of the cs33's anvil. The cs33 was subsequently excised from the tissue, and the procedure was completed by means of another device. By the end of the procedure the health of the patient had not been adversely affected.

Manufacturer narrative:
The cs33 was discarded by the healthcare facility, and so the lot number and expiration date are unknown.the cs33 was discarded by the healthcare facility, and so the lot number and date of manufacture are unknown. Device not returned, and lot # is unknown.